Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the cautery pencil was in use during the procedure, resulting in an or fire and patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.